Event description:
It was reported that this right ventricular (rv) lead exhibited out of range intrinsic right ventricular amplitude. No undersensing noted. The presenting electrogram (egm) showed device operating as programmed. Health care professional (hcp) request review that appears normal with threshold as events and measurements that are in range. This time, this lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).